Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1020981. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the connection site during use. The following information was provided by the initial reporter, translated from chinese: "perform venous indwelling needle puncture for the patient. After successful puncture, fluid leakage is found at the interface. During the infusion, the end cap of the indwelling needle was found to be leaking, but it was normal after the end cap was replaced, and no other effects were caused."